Event description:
It was reported that a patient presented with high capture thresholds and diminished sensing noted on the patient's right ventricular lead. This was alleged to be due to insulation damage or micro dislodgement. Upon examination, the lead insulation was found to be contaminated with blood. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, insulation damage, sensing r-wave amplitude variation, and ¿lead insulation was found to be contaminated with blood¿. The reported events of insulation damage and ¿lead insulation was found to be contaminated with blood¿ were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found blood inside the outer insulation at the middle region of the lead. The outer insulation was found cut in multiple locations of the lead body consistent with procedural damage. The reported events of high capture threshold and sensing r-wave amplitude variation were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damages. The lead was returned with the helix retracted and clogged with blood. After cleaning and applying torque to the connector pin, the helix could be extended/retracted, and helix extension length met specification.